Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had alerted their healthcare provider (hcp) of the device turning off by itself on (B)(6) 2016 and had no answer regarding the circumstances which led to the issue. No steps were taken to resolve the implant turning off by itself as it was working again. When asked about the cause of the uti, the patient stated they did not get a good answer, they were seeing a new hcp and were prescribed estradiol in versabase cream.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports therapy was turning off by itself. When she checked her pp (patient programmer) she noticed the lightning bolt was not there, indicating stimulation was turned off. The patient thought it might have been due to low batteries in her pp so changed them and turned stimulation back on. The patient reports when she turned stimulation back on her amplitude was at 1.30 and this felt a little too strong for her so she decreased to 1.15 which was comfortable for her. There were no recent medical test or emi environmental exposure. During these events, patient does confirm ins (stimulator) status with pp correctly. She did not press the stimulation off button on her pp and patient was aware this button will turn stimulation off. Symptoms reported were none. Event date was on (B)(6) 2016. An infection was reported. The patient changed managing physicians due to so many uti's (urinary tract infections). The uti's were pre-existing however she also had them after having neurostimulator implanted. Event date was in 2015 for most recent uti (patient states the last uti she had was in (B)(6) or (B)(6) and she hasn't had any since). The patient reports her new managing hcp gave her some salve to use and she hasn't had a uti since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.